Event description:
It was reported that a sensor that stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that stopped working is reportable based on the finding of an early sensor expiration. The probable cause of the early sensor expiration was determined to be potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).